Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383519 and lot number 4235516. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: IV leaking from back of catheter when the needle was removed. The seal did not engage. The patient needed to be stuck again for an IV since there is no way to make this catheter work when it fails.

Manufacturer narrative:
Investigation results: the complaint of a leak at the septum was confirmed and the cause appeared to be manufacturing related. One 18g nexiva unit was provided for investigation. The canister was deformed, which suggests that the septum was misaligned at the time of assembly within the catheter adapter. The damage likely created a leak path. The damage appeared to be manufacturing related and the appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.